Event description:
It was reported that during insertion in the patient's room, resistance was met when attempting to insert the guide wire through the raulerson syringe placed in the patient's internal jugular vein. As a result, both the guide wire and syringe were removed together and a new guide was used to successfully complete the procedure. After removal, the guide wire was found to be deformed. There was no reported delay, death, or complications to the patient as a result of this occurence.

Manufacturer narrative:
Qn#: (B)(4). Additional info: this product is not sold in the us. The 510k# provided is for a similar product that is sold in the u.s..